Event description:
Pt admitted to hosp two times with dka with dka while wearing the ir1200. Pt had been hospitalized prior to starting pump and experienced dka after going off pump. First dka with pump was 27 days earler. Reviewed pump history which showed pump placed in suspend mode with no bolus or basal. Resume date jan, 2000. Unable to determine how long pump in suspend. Alarm history shows date jan 2000. Concluded that they were unable to determine if pump was malfunctioning or if pt was manipulating the pump.